Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no irrigation coming from the infusion cannula during a cataract - vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. It was indicated that the sample was available. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed. This was the (B)(4) complaint for the finish goods lot; however, the first for this issue. The device history records showed the product was released per specifications. The returned sample was visually inspected and the infusion cannula tubing had been cut one inch from the green fitting. A replacement from lab stock was used to continue testing. A console representing the current software version was used to test the sample. The light-emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).